Event description:
During baxter's functionality testing of a spectrum pump, it displayed the close door message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the experienced close door message, which was reproduced. The eval experienced a door not fully latched message. The messages were found to be caused by a failed upper link switch on the upper auxiliary assembly. The device was determined to be unable to be repaired and was returned to the customer at their request.